Manufacturer narrative:
A review of lot b902 was performed and there were no non-conformances associated with this lot. The disposal kit with centrifuge bowl was received and evaluated. No defects were found on any of the individual components nor were there any manufacturing defects that would have caused a leak through the bowl seal. Complaints of this nature are monitored through tracking and trending. Should a trend arise, further action will be taken. Complaints of this nature are monitored through tracking and trending. There are no trends at the time of investigation. Should a trend arise, further action will be taken. Late reporting is being addressed under (B)(4).

Event description:
Customer called to report occlusion system alarm during draw phase of cycle 1. Css asked customer to check all parts of the kit for any clotting or occlusions. Customer checked kit, did not see any clotting or occlusions. Customer noted there was alot of air in the plasma return bag. Css asked customer to careful check all parts of the kit for any fluid or air leaks, checked kit but did not find any fluid leaks. At this point customer reported centrifuge blood leak alarm has occurred. Css recommended customer aborts the treatment procedure at this point and does not return any blood/products to paints. Customer agreed. Customer aborted the procedure. Css asked customer if patient was alright, customer reported patient was stable. Css asked customer to put on universal personal protection gear and then carefully open the centrifuge door. Customer did so. Customer noted there was plasma sprayed on the walls of the centrifuge. Customer also noticed plasma had leaked from the neck of the centrifuge bowl. Css asked customer if there was any visible clotting in the bowl. Customer stated there was no visible clotting in the bowl.